Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted.

Event description:
This is an aequalis reverse post approval study report. After the patient had an initial surgery of aequalis reverse on (B)(6) 2014 after that the base plate loosening at the affected part was found on (B)(6) 2016. Since it didn't seem to have any functional impact, so the surgeon decided to observe the situation as it was.